Event description:
It was initially reported that the patient experienced vaginal bleeding when she wiped while the implantable neurostimulator (ins) was on. This occurred for the past six months. The patient saw their doctor's assistant about six months ago for the bleeding and the assistant told the patient the ins was "broken." The patient stated her ins helped with her bladder symptoms, but the stimulation was turned to 5.5 v, which was "too strong." The patient turned the stimulation down to 3.2 v so that she could barely feel it. Additional information was received that reported the patient had shut off her ins and then could not turn it back on. She noted that she had changed the batteries on the programmer. It was also noted that the patient was concerned her pacemaker was interfering with the ins and causing the bleeding, but the patient's physician told her the bleeding was not related to the device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v435226, implanted: (B)(6) 2010, explanted: na. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).